Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy. Voluntary medwatch received by tandem 8/18/2022 reported: times per day. I have reported this to the company repeatedly and they refuse to take action. The falls sometimes dislodge the infusion catheter, preventing insulin delivery. In february, due to the pump falling off repeatedly, the pump tubing came unscrewed and the pump fell over a 50 feet cliff. Fortunately, it landed in snow and was not significantly damaged. I needed help getting the pump back. Being without a pump in a remote location is life-threatening. FDA safety report ID# (B)(4).